Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported inaccurate infusion but evidence of the force sensor error was found in event log was found. During the evaluation of the device. The customer reported condition was confirmed. Based on could not duplicate customer's reported problem during accuracy test, but error found during power-on self test. Found force sensor to read -1.20 lbs. When 0 lbs. Of force and 4.30 when 5.00 lbs. Of force was applied to the force sensor during calibration verification. Problem source is normal wear . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical medfusion syringe infusion pump exhibited an inaccurate infusion. A failure force sensor was found in the event log. No adverse patient effects were reported.